Event description:
It was reported to intervascular that the patient was admitted to the hospital with an anterior wall myocardial infarction. This was followed by treatment in the cardiac catheterization lab, connection to an ECMO and an impella pump. Due to cardiogenic and hemorrhagic shock, the patient was transferred to the intensive care unit with multiple infusion pumps and various medications. The impella pump was connected to the left subclavian artery, contrary to the doctor´s usual preference, because a sheldon catheter was already in place on the right side. During the procedure an intergard standard prosthesis was used to connect an impella pump to the subclavian artery. After the anastomosis was performed and the blood flow was restored, significant bleeding occurred from the prosthesis itself. The blood leaked diffusely through the pores of the prosthesis, resulting in considerable blood loss. The treatment took longer due to the necessary replacement of the prosthesis. There is no information about the exact time delay. It was indicated later that the blood loss was minimal, as the prosthesis was immediately clamped when the bleeding was detected and replaced with another one (intergard silver knitted graft). It was alleged by the reporter that such behavior does not correspond to the expected properties of the material. Therefore, a possible product defect was suspected. When following up with the hospital about the status of the patient, it was indicted that the patient has died. The exact cause of death was not provided. Complaint #(B)(4).

Manufacturer narrative:
(4115) based on the provided information, the involved device has been discarded by the hospital. (4109/3233) the review of historical data indicated that no other complaint was reported for the same sterilization lot number 24b08. (3331/3233) the device history records review is still ongoing. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation. Event site email exceeded character limitations: (B)(6).